Manufacturer narrative:
(B)(4), date sent: 2/3/2022. Investigation summary: a photo along with the device was returned to ethicon endo surgery for evaluation. During the visual analysis of the photo, the following was observed: the photo shows an opened box with a package inside it and the tyvek appears not to be adhere to the blister. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. The product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one sc45a device was returned without apparent damage. In addition, the sales unit, tyvek and blister was returned along with the instrument. Tyvek and blister were visually inspected and the sealing shows to be complete without apparent damage or missing seal. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no hair was noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Event description:
It was reported that the sc45a packaging was non-sterile. When open the box, healthcare professional found the package was incomplete. The paper and the plastic box did not stick up. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: this is an analysis of one photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows an opened box with a package inside it and the tyvek appears not to be adhere to the blister. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.